Manufacturer narrative:
Customer confirmed the product will not be returning for analysis. Therefore, this event is reported based on the information provided by the customer. The customer reported that the posey sitter elite alarm was not identified as a contributor to the event. Customer also stated that the patient is in geriatric psych ward and the alarm and tv remote control batteries were most likely ingested intentionally. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states: contraindications: the sitter elite may not be suitable for all high fall-risk patients. See posey catalog for other options for such patients. The sitter elite should never be used as the only means of surveillance for: agitated, combative or suicidal patients. Patients at extreme risk of a life-threatening fall. Device mounting: alarm should be securely mounted out of the patient¿s reach and function properly by activating alarm. Note: posey has no evidence that the device caused or contributed to the event, as the device was returned to hospital inventory and not sent to posey for evaluation. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
Joe called regarding a patient who had swallowed batteries from the alarm unit. Patient had to undergo surgery and is currently in the ICU. Limited info provided. The date the issue was discovered is unknown.